Manufacturer narrative:
Patient's weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system was producing low voltage hazard alarms. Technical services reviewed the submitted log file and observed no external power alarms while on mobile power unit (mpu), this is caused by the power cord coming loose from the mpu. It was advised to order a locking power cord. There were no other unusual events seen within the log file. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the mobile power unit (mpu) was not returned for evaluation. The reported event of a no external power alarm can be confirmed based on the information recorded in the log files provided by the customer. The event log file contained events recorded from april 20 to april 26, 2018. The information recorded on april 26 at 6:42 revealed low power hazard and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.